Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to try and address the issue. Caller declined further troubleshooting and no additional information was able to be obtained. Customer's blood glucose was 185 mg/dl .